Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0005145. Please refer to mfg report number 2249723-2025-0005145 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0005144 in your database.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) shut off. Both batteries registered as completely drained even though both batteries were full. Operator attempted to remove batteries and was unsuccessful. No harm or injury to the patient was reported.